Event description:
Boston scientific received information that during a normal device change out procedure this right ventricular (rv) lead was found to have a slight kink and sutured down without a suture sleeve. When the physician attempted to straighten the kink the lead fractured. Asystole was noted following the fracture, but when programmed to unipolar pacing was restored. The physician capped and successfully replaced the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.